Manufacturer narrative:
Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device and determined the fault was associated with the main printed circuit board and blender assembly . However, the suspect components were damaged during the removal processed and disposed of therefore, no component root cause failure can be determined.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once a final evaluation is completed.

Event description:
The customer reported an unresolved transducer fault alarm on this ventilator device. The customer stated no patient issue was associated with this event.